Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called during peritoneal dialysis treatment because he had a fluid leak and stated it looked like the patient line had a slit "as it has been cut by something sharp." Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient came into the clinic (B)(6) 2017 following the occurrence and confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient did not report any pain or discomfort and was provided prophylactic medication as a precaution due to the fluid leak. The pd rn stated the patient did not know how to slit occurred, and indicated the patient did not notice a fluid leak prior to drain 4. The pd rn stated the patient¿s effluent has remained clear and fluid culture was taken, and the results were going to be available (B)(6) 2017. (B)(6) indicated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when the issue occurred. The pd rn stated the sample was discarded and was no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called during peritoneal dialysis treatment because he had a fluid leak and stated it looked like the patient line had a slit "as it has been cut by something sharp." Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient came into the clinic (B)(6) 2017 following the occurrence and confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient did not report any pain or discomfort and was provided prophylactic medication as a precaution due to the fluid leak. The pd rn stated the patient did not know how to slit occurred, and indicated the patient did not notice a fluid leak prior to drain 4. The pd rn stated the patient¿s effluent has remained clear and fluid culture was taken, and the results were going to be available (B)(6) 2017. (B)(6) indicated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when the issue occurred. The pd rn stated the sample was discarded and was no longer available for evaluation. The lot number was unknown.